Manufacturer narrative:
The analyzer alarm trace and calibration trace did not contain any conspicuous events. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The field service engineer did not find a specific cause for the event. He performed decontamination of the ise flow path, replaced the ise pinch and sipper tubing, and performed precision testing and ise checks. The precision recovered within guidelines and the ise checks passed. The investigation is ongoing.

Event description:
There was an allegation of questionable ise sodium results from the cobas 6000 c 501 analyzer. Sample 1 initial result was 156 mmol/l and the repeat result was 142 mmol/l. Sample 2 initial result was 159 mmol/l and the repeat result was 140 mmol/l. Sample 3 initial result was 156 mmol/l and the repeat result was 142 mmol/l. The questionable results for samples 2 and 3 were not reported outside of the laboratory. The repeat results were believed correct.